Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The helix was distorted/bent and the lead appeared damaged at implant. The analyst noted that the lead was returned with a bent helix, and the helix extends and retracts within product specification.

Event description:
It was reported that during implant, while the lead was being inserted in the patient, the helix extended and could not be retracted. The lead was not used and a different one was used. No patient complications were reported as a result of this event.